Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device evaluation also discovered the objective lens adhesive part peeling off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the objective lens adhesive part was peeling off due to stress from use, external factors, or handling. The event can be prevented by following the instructions for use (IFU): inspection methos for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. Based on the results of the investigation for phenomenon two, it is likely that the image was much darker than usual due to one or more of the following: ·dust, dirt, foreign material, etc. Adhered to the video connector electrical contacts, and the connection condition was insufficient, resulting in a temporary poor electrical connection with the system. ·as a result of external inspection of the scope, damage such as scratches and chips was confirmed on the bending section a- rubber (bending section cover) glue of the scope, the image sensor unit built into the distal end of the scope collides with the internal electrical circuit of the image sensor, and is subjected to mechanical stress (load) such as falling, which temporarily deteriorates the electrical connection and adversely affects the image signal output. Image signal output became unstable. ·the image output signal was temporarily in an unstable state due to the sudden application of static electricity, overcurrent, etc. Regarding the application of overcurrent, etc., it is assumed that there is a possibility that the system is connected or disconnected while the power is on, overcurrent is applied from other equipment or electrical wiring, or dust or moisture is attached to the electrical contacts of the system and video connector. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "inspection methos for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ as below. ¿inspection of the endoscopic image¿ confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1.before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2.observe the palm of your hand in the wli and nbi endoscopic images. 3.confirm that light is output from the endoscope¿s distal end. 4.adjust the brightness level as appropriate. 5.confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6.turn the angulation control levers slowly in each direction until it stops. 7.confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device was performing up to specifications after several tests. The customer¿s allegations of ¿image dark and cannot be seen¿ were not reproduced at the repair facility. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus personnel reported on behalf of the customer that the endoeye flex deflectable videoscope image was much darker than usual, it became quite dark and cannot be seen. The issue was found during an unspecified procedure. The intended procedure was completed with the same set of devices. There were no reports of delays. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(6).